Event description:
The pt had the device implanted as part of ventral hernia repair. While implanting, a suture pulled through the device. It was placed under routine tension and repaired with additional sutures. The lot number of the affected device was not reported. There was no serious injury reported with this event, but the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
No lot number was obtained for this event. No conclusion can be drawn. Event is reported due to risk of serious injury if malfunction were to recur.